Manufacturer narrative:
The insulin pump received with missing address/serial number label. Unit received with cracked case at display window corners, reservoir tube lip, missing end cap sticker. Unit had intermittent buttons due to corroded keypad traces. No button error alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump while entering carbohydrates to deliver a bolus. The customer stated that she pressed the button three times with no success. The customer's blood glucose was 124 mg/dl. Troubleshooting was done. The customer stated that the insulin pump was placed under her. The customer believed this caused the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.